Event description:
It was reported that the patient was not able to adjust the implantable neurostimulator's stimulation, using the patient programmer. The programmer displayed the "call your doctor" icon. A power on reset (por) condition was, subsequently, encountered. No patient symptoms or outcome were provided. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
Lead model 3778 lot# v146432034 implanted: (B)(6) 2008 explanted: na; lead model 3777 lot# v068654009 implanted: (B)(6) 2008 explanted: na; programmer model 37743 lot# nke112109n; recharger model 37752 lot# nka117310n.